Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No excessive "no delivery" alarm or motor error alarm noted during testing. The insulin pump passed self test and unexpected restart test and no unexpected history check failed alarm, external ram error alarm and unexpected restart alarm during testing noted during testing. However, history check failed alarm found in alarm history due to corrupted history file. The insulin pump was uploaded properly using carelink pro. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that they received no delivery alarm, motor error alarm, history check failed alarm, external ram error alarm and unexpected restart alarm. The customer's blood glucose was 431 mg/dl at the time of incident. The customer's mother stated that they have not treated the high blood glucose at the time of call. The customer's mother stated that a basal was not programmed before the unexpected restart alarm. The customer's mother stated that the insulin pump was not stored and was not in use for an extended period of time. The customer's mother stated that the drive support cap appeared normal. The customer's mother stated that the insulin pump was not exposed to high magnetic fields. The customer's mother stated that the no delivery alarm was resolved by a complete set change. The insulin pump will be returned for analysis.